Manufacturer narrative:
Additional information was received that patient 2 was a (B)(6) female.

Event description:
After service was performed and instrument alarms were received, the customer repeated testing on 20 patient samples. The customer received questionable results for at least four patient samples. Of the data provided, only the results for two patient samples were discrepant and reported outside the laboratory. Patient sample 1 initial hdl-cholesterol plus 3rd generation result was 81.5 mg/dl. The repeat result from the other integra 800 analyzer was 51.4 mg/dl. Patient sample 2 initial creatinine jaffé gen.2 result was 1.75 mg/dl. The repeat result from the other integra 800 analyzer was 0.68 mg/dl. The initial glucose hk result was 200.3 mg/dl and the repeat result from the other integra 800 analyzer was 134.3 mg/dl. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct and corrected reports were issued. There was no adverse event. The hdl-cholesterol reagent lot number was 68998301 with an expiration date of 08/31/2015. The creatinine reagent lot number was 69397301 with an expiration date of 10/31/2015. The glucose reagent lot number was 69470501 with an expiration date of 04/30/2015. The field service representative found there was a defective sr2 syringe valve. He replaced the valve and sample probes, performed valve checks, completed analyzer initialization and performed a check test precision assay and qc panel. All results within acceptable limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.